Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The battery used at the time of the report was not retuned as part of this investigation. The battery lug nuts were reassembled as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.